Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that patient underwent an initial right total shoulder arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to loosening caused by infection. All components were removed and replaced.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, this product was determined to be reportable and is being reported again. Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to human factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.